Manufacturer narrative:
Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the failure could not be replicated in our manufacturing process. Based on current investigation results a probable root cause could be improper use or raw material issues, though these causes are not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that a q-syte ext set, luer-lok 6 in micro bore had the septum pushed into the adapter before use. The following was reported by the initial reporter: "after the nurse opened the connector, she found that the connector's septum was sunken and could not be used."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte ext set, luer-lok 6 in micro bore had the septum pushed into the adapter before use. The following was reported by the initial reporter: "after the nurse opened the connector, she found that the connector's septum was sunken and could not be used. Please investigate the cause."